Event description:
It was reported that during an interventional procedure, removal difficulties were encountered. The >90% stenosed lesion being treated was located in the heavily calcified mid right coronary artery (rca). The proximal section that was the worst part of the lesion was approximately 12-15 mm, with the entire lesion extending throughout the mid to distal vessel, approximately 50mm. The floppy rotawire guide wire was advanced through the lesion, although the physician noted a "gritty feel" through the lesion. The physician then advanced the 1.5mm rotablator burr through the lesion, encountering less resistance than he anticipated and no drop in speed. Ablation was then performed for 10-12 seconds. The lesion was moderate, tight and small. The burr became stuck in the proximal part of the lesion. Following administration of the nitro and verapamil, the burr was able to be moved distally but not proximally. The physician also inserted a guide into the other groin and advanced another wire and balloon to the burr in an attempt to release it without success. The physician also attempted using dynaglide mode and rotaglide lubricant in attempts to release the burr without success. Following a combination of all of the attempts, the burr was able to be removed with force. The patient had no symptoms during the retrieval attempts, which lasted approximately 1 to 1 1/2 hours. Patient status following the procedure was reported as "in good condition". The physician stated that in his opinion, "there was nothing mechanically wrong with the device".